Event description:
The pt reported that he experienced his infusion set tubing separating at the luer lock connection. He stated that his blood glucose values were not affected because he noticed the separation very quickly and changed the tubing. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The product was requested to be returned for eval.